Event description:
It was reported that during a follow up, an increase in impedance was observed. The device remains implanted. The patient was in stable condition.

Event description:
New information received indicated that pacing lead impedance had increased further and high capture threshold was also observed. No noise was reproduced with provocative test and pocket manipulation. Values were out of range during arm movements and pli tests. Fluoroscopy was scheduled. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.